Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was occluded. The following information was received by the initial reporter with the following verbatim. Verbatim: we had an event regarding a carmustine infusion which resulted in a problem with the tubing and infusion. We believe the carmustine potentially could have crystalized and clogged the filter with our current infusion set 11532269 (the tubing sent was non-dehp with 0.2 micron filter, or the taxol tubing) causing the medication not to infuse.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues. Fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 11532269 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.